Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as electrical problems like: eletrical/electrical component; open circuit; short circuit; signal loss; loss of power; power fluctuations; power source problems. Material problems like degredation. Mechanical problems like stress; deformation; fatigue; mechanical shock; vibration; wear and tear between video system center components without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center on/off switch was defective and stuck. The device had to be disconnected directly from the network. There were no reports of patient harm.